Event description:
This was a left-sided, cardiac removal case conducted in the operating room with both arterial line placement and fluoroscopy throughout the procedure. The plan was to remove one, malfunctioning rv lead originally implanted in 2002. The md prepped the lead for extraction, attached a lld-ez to the distal tip of the rv lead and began lasting with a 14f sls/visisheath 23 cm. After encountering significant fibrosis the md requested the visisheath 43 cm. The lasting continued until the pt's arterial blood pressure was noted to have fallen from 108 to 80 in a matter of seconds. The CT surgeon was called and within 4 minutes a sternotomy was performed. A ra/svc perforation was noted, but despite the operating room team's best efforts the pt was unable to survive the surgery. No devices were retained for the return engineering analysis, however an internal lhr review showed no non-conformances or issues.